Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The patient's mother reported via phone call that the insulin pump went blank and began to make a constant beep. The patient's blood glucose at the time of incident was 150 mg/dl. A battery change did not resolve the issues. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display however after electronic boards were separated and reconnected, the insulin pump powered on properly, the problem was isolated to electronic stack. Unable to verify audio beep or a13 alarm due to blank display anomaly. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.